Event description:
It was reported that this pacemaker's battery appeared to be prematurely depleting based on previous battery longevity checks as the longevity projection had gone from 4.5 years to 2 years in approximately six months. Data analysis showed the power consumption had increased over the past year. A boston scientific technical services (ts) consultant recommended device replacement. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this pacemaker's battery appeared to be prematurely depleting based on previous battery longevity checks as the longevity projection had gone from 4.5 years to 2 years in approximately six months. Data analysis showed the power consumption had increased over the past year. A boston scientific technical services (ts) consultant recommended device replacement. This device was subsequently explanted and successfully replaced. No additional adverse patient effects were reported. This device has returned and been analyzed.

Manufacturer narrative:
Should additional information become available, this report will be updated.

Event description:
It was reported that this pacemaker's battery appeared to be prematurely depleting based on previous battery longevity checks as the longevity projection had gone from 4.5 years to 2 years in approximately six months. Data analysis showed the power consumption had increased over the past year. A boston scientific technical services (ts) consultant recommended device replacement. This device was subsequently explanted and successfully replaced. No additional adverse patient effects were reported. This device has returned and analysis is expected.